Event description:
A customer reported the adc reader does not turn on with button or test strip insertion. On (B)(6) 2019 the customer awoke in the middle of the night and had symptoms of vomiting and "severe " pain and was taken to the hospital where she was taken to the ICU by emergency services. She received treatment for dka and was also treated with the appetite suppressant, "phentermine," and the opiate pain medication, "morphine" (dosages unknown.) It should be noted that the treatment reported of "methods of glucose given orally," is not consistent with the treatment of dka. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection was performed, and no issues were observed. The reader did not power on with button press or with strip insertion. The reader did not power on with insertion of the usb cable. Upon further visual inspection of the usb strip port, no damage was observed. Reader was de-cased and upon visual inspection contamination was observed. No malfunction or product deficiency was identified. The complaint is not confirmed to a user issue due to the contamination in the strip port.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc reader does not turn on with button or test strip insertion. On (B)(6) 2019 the customer awoke in the middle of the night and had symptoms of vomiting and "severe " pain and was taken to the hospital where she was taken to the ICU by emergency services. She received treatment for dka and was also treated with the appetite suppressant, "phentermine," and the opiate pain medication, "morphine" (dosages unknown.) It should be noted that the treatment reported of "methods of glucose given orally," is not consistent with the treatment of dka. There was no report of death or permanent injury associated with this event.